Event description:
It was reported that there was noise on the atrial lead which caused inappropriate mode switching episodes. Noise was not apparent with pulse generator interrogation and capture and sensing thresholds were normal. Bipolar atrial impedance was 545 ohms and had been stable historically. The lead was programmed to bipolar sense configuration at the time the noise was noted. The physician elected to monitor the lead.

Manufacturer narrative:
No medwatch form was received.